Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f347 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f347 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. A review of the photographs confirmed a blood leak occurred on the instrument deck with a concentration in the area of the system pressure dome. The exact location of the leak could not be determined based on the photographs alone. During the manufacturing process the pressure dome assembly is leak tested twice during the sub assembly of the pressure dome and once more as part of the final leak and occlusion test. No further action is required. This investigation is now complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated at approximately 211 ml of whole blood processed, blood leaked from the system pressure dome membrane. The customer stated blood leaked onto the pump deck and around the system pressure transducer. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable and not affected by the leak. The customer has returned photographs for investigation.